Manufacturer narrative:
The used cassette was returned for evaluation. It was visually inspected, photographed, and viewed with a microscope. The inspection found a pin hole in the soft membrane on the back of the cassette. As a consequence the cassette leaked. The complaint is confirmed. An investigation of the device manufacturing records was conducted by the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak. During fill 5 the cycler was alarming for air detected in the cassette. He discontinued treatment. When he removed the set he found fluid leaking from the cassette. He was advised to contact his pd nurse. The cassette was returned for evaluation. During the follow up the patient's pd nurse reported that the patient did not have any signs of infection. His effluent remainder clear. He was not prescribed any antibiotics. No adverse event reported at this time.